Manufacturer narrative:
Lot 16a006 was manufactured january 8, 2016 ¿ january 11, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was had a ruptured bladder and was leaking. There was no patient involvement. No additional information is available.